Event description:
The customer observed imprecise quality control results using vitros trop I es on a vitros eci. During troubleshooting, high outliers were observed during trop I es precision testing. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No pt results were questioned and there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the incubator subsystem, returning the vitros eci to expected operation. The root cause of the imprecise trop I es results is instrument related.